Event description:
Customer stated insulin leaked between the reservoir and the set connection. Customer also stated insulin leaked into the reservoir compartment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.